Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level of 938 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. Reportedly, the customer was admitted to the intensive care unit (ICU). The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.